Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced sinus arrest / junctional rhythm. At the end of the case and when the physician performed an svc (superior vena cava) isolation using the varipulse catheter, the patient went into sinus arrest for about 3 seconds following 1 application. The patient was then in a junctional rhythm for about 5 minutes. The issue was confirmed with the 12-lead ECG (electrocardiogram) signals displayed on both the carto 3 system and the recording system. The patient's sinus node recovered on its own. No medical intervention was provided to the patient. The patient was reported to be stable and in fact the patient fully recovered. The patient did not require extended hospitalization. The physician believed they were a little too close to the sinus node.